Event description:
It was reported that a volume discrepancy was noted. The expected reservoir volume was 4.9 ml, actual reservoir volume was 20 ml. The patient has been referred to a surgeon and the pump may be explanted. Per the reporter, this is the second pump for this patient that was "defective." No patient symptoms were reported. The pump contained morphine (pf morphine sulfate). The specific device information was unknown at the time of this report.